Event description:
It was reported that the patient developed an infection after the implantation of a neurostimulator. The patient's right neurostimulator and lead were removed. The patient was given antibiotics for the infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.